Event description:
It was reported that the triggers have stayed blocked during surgery and there is a spring noise. There was no patient harm or delay reported.

Manufacturer narrative:
Double trigger handpiece serial number (B)(4) was returned for complaint investigation. Upon receipt it was confirmed that the machine was starting by itself and that the trigger board was defective. The device has been repaired and returned. The root cause of the reported event is undetermined.